Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Gtin # (B)(4). Initial reporter: phone : (B)(6). Concomitant products: aspirin + cilostazol after discharge. This is one of two events reported for this patient and the associated manufacturer report numbers are 9616099-2014-00700 and 9616099-2014-00701.

Manufacturer narrative:
Upon further review this complaint does not meet the criteria for medical device reporting given that the stent is reported to have not been occluded and the site says that the leg ulcer was not related to the stent. Therefore, please note that as there is no alleged product failure and this file was inadvertently submitted as a complaint under the medical device reporting regulations. No further reports will be forthcoming.

Event description:
As reported by the affiliate, the patient developed an ulcer of the right leg and had an amputation. The health status of the patient after the procedure is currently unknown. On (B)(6) 2013, the patient was admitted for a pta. The target lesion was in the middle to the distal of the superficial femoral artery of the right leg. It is currently unknown which leg had the stent implanted. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. A smart stent was placed in the target lesion without any issue. The stent covered healthy tissue to healthy tissue. The patient was prescribed aspirin = cirostazol after discharge and was compliant with regimen. On an unknown date, the patient developed intractable ulcer of the right leg due to insufficient blood supply from an unknown artery. The ulcer was rated a rutherford stage 5. It was reported that the smart stent was not occluded in any way when the patient was admitted for the leg ulcer. On (B)(6) 2014, about 9 months after stent implantation, a surgical leg amputation below the knee and below the stent was performed due to gangrene of the ulcer. The physician does not believe that the leg ulcer was related to the stent, however, the physician has not provided an alternate cause. The patient was in stable condition after the procedure. This is a case from (B)(6) pms for sfa and the case number is (B)(6).